Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/31/2017 with the following findings: during investigation, the battery compartment was found to be cracked in 2 places. The battery cap was hard to remove/insert due to the stripped top of the battery cap. A test cap was used and was able to be inserted/removed without any issue. The battery cap contacts were within specification.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery cap top was found to be worn. It was also noted that the battery compartment was found to be cracked. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.